Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information was received that the patient stated that this device has been beeping once a day for the last week. It was also noted that due to an underlying health condition, the physician is still deciding if the device will be replaced or not. No adverse patient effects were reported. This device remains in service.